Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The subject product has not been returned for evaluation yet. Investigation is still in process. When investigation is complete, k2m inc. Will file a supplemental report indicating the findings.

Event description:
On (B)(6) 2018 it was reported to k2m, inc. That during surgery the tip of a size 25 hudson fitting broke and is confined to a screw within the patient. The surgery took place on (B)(6) 2018.

Event description:
On (B)(6) 2018 it was reported to k2m, inc. That during a surgery, the tip of a size 25 hudson fitting broke and is confined to a screw within the patient. The surgery took place on (B)(6) 2018.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The instrument was returned, visually and functionally inspected. Upon review of the part, it was observed that the distal tip was deformed in a clockwise deformity pattern consistent with the effects of torque overloading at the event site. The shear face is smooth and shiny, which suggests stress fracture.